Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that the shock advisory system of their customer's device would not make the appropriate shock decision, therefor defibrillation therapy may not be provided, if it were needed. There were no reports of patient use associated with the reported event.